Event description:
I am a diabetes educator in a private practice. We have over 400 patients on insulin pumps, there is a significant problem with the medtronic minimed 512 insulin pump. It has a motor failure that occurs when an insulin reservoir is replaced and will not allow the replacement, and the patient is then required to resume manual injections until the pump can be replaced. We see this failure with such regularity that we are now informing all our patients on emergency procedures because it will occur. When discussed with medtronic representative, they deny knowledge of the issue. This occurred again this weekend with two patients. I believe that there needs to be a recall of this pump as patients are at risk. I have not seen the failure in the other medtronic pumps.